Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿capsular contracture baker grade iii¿. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: ¿capsular contracture baker grade iii¿.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii¿ via nbir. This record is for the left side. Device was explanted and replaced.